Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Technical support provided information on how to reset the pump and assisted the caller in performing the reset.